Manufacturer narrative:
Investigation summary bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of leakage due to a shield molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion based on evaluation of the customer photos, the customer¿s indicated failure mode of leakage due to a shield molding defect with the incident lot was observed. Upon review of the photos, samples did not meet the required specifications. Root cause description: based on the investigation, the most likely root cause originated from the hemogard shield molding process.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 2 ml, 13 mm x 75 mm bd vacutainer® k2edta tube failed to function properly during use. This resulted in leakage of blood from tube. There was no report of injury or medical intervention.